Event description:
It was reported that the system displayed an m/a error during a procedure. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and calibrated the m/a control circuits. The system operates as intended.